Event description:
The following has been reported: the pump is infusing at a much slower rate than it should be. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of tha action taken this complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins. According to provided information, the reported event could not be reproduced despite several flowrate tests. All performed successfully and values were found compliant with IFU specifications compared to settings. The pump passed all tests during the preventive maintenance. Based on available information, this complaint is considered as not valid. The patient is well and has received the end of their treatment without further impact. This complaint is considered as: not valid. The trend is: n/a.